Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator experienced a "touchscreen fault". The ventilator was not in use on a patient at the time of the reported event. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 05nov2019. Date of report: 08nov2019. After further review, the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 09may2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.